Manufacturer narrative:
Section d4 - corrected serial number and corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system was slow login. The technical support specialist worked with network team and found the issue was due to vpn tunnel the goes back to network environment. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system have slow login. The nurse stated that this login delay was affected the ability to pull medication. There were no adverse events or injuries reported based on this event.